Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered with external paddles. There was no patient involvement.

Manufacturer narrative:
(B)(4).